Manufacturer narrative:
Product information and description updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while monitor was in docking station, the device is not charging. User stated battery is inserted correctly. Information obtained through good faith effort response indicated no patient harm occurred as a result of the incident.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while monitor was in the docking station, the device was not charging. User stated battery is inserted correctly. Information obtained through good faith effort response indicated no patient harm occurred as a result of the incident.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while monitor was in docking station, the device is not charging. User stated battery is inserted correctly. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.